Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #982c02. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 982c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional event information -"the knife returned with stopping when returning" means that it was seemed the jaws could be opened because of the knife returned. -there was no bleeding or tissue damage due to this event and no additional procedures were performed. -the patient's condition is stable currently. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed. Yes. If yes, how was the device removed? It took a while, but eventually the knife was returned and jaw was able to be opened. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Home button was pushed. Did the jaws eventually open? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown respiratory surgery, the jaws became not to open after firing. There was no response even though the home button etc. Were touched. The firing trigger was grasped and the knife moved all the way to the tip without problem, but the knife returned with stopping when returning. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.